Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient went to the emergency room ¿every other day¿ and it was a ¿nightmare of nightmare.¿ it was state by the patient that he was ¿just at the end of his rope and was ready to throw in the towel.¿ the pain was¿off the charts¿ and he could ¿count on 3 fingers the times he had slept more than 4 hours in the last 5 weeks.¿ it was also stated if he turned the ins on he couldn¿t sleep, but if he turns it off he says "the pain was so bad he wanted to chop my leg off, from the hip down.¿ reportedly the patent is on vicodin again and ¿all he was doing was popping vicodin.¿ it was reported the hcp was not aware of the event and no hospitalization was required.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
The patient¿s stimulation was working but he had more pain than the ins could cover on (B)(6) 2013. He was in so much pain he even thought about suicide so he got help at a hospital to alleviate pain. In the middle of (B)(6) 2012 he was in so much pain that he got a shot in his back which helped him until recently. He cleaned his bathrooms which was thought that he overdid it and has been in terrible pain. He has an appointment scheduled with his doctor for (B)(6) 2013. As of (B)(6) 2013 he no longer had concerns regarding his device or therapy. Additional information has been requested.